Event description:
It was reported that the system was explanted due to infection. The patient was admitted for persistent drainage at the implant site. IV antibiotic completed, no improvement was seen, so the system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.